Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported spin collar breakage when mating the male luer of an IV tubing to a non-carefusion needleless connector. There is no report of leakage or patient harm.